Event description:
The patient¿s generator and lead were replaced. They have been received by livanova and product analysis is pending. No additional information is available.

Manufacturer narrative:
Date of event; corrected data: initial MDR inadvertently reported as (B)(6) 2018. Relevant test/laboratory data, including dates; corrected data: initial MDR inadvertently did not include high impedance seen on (B)(6) 2018 in programming history.

Event description:
Product analysis was completed for the returned devices. The generator performed as expected. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no additional performance or any other type of adverse conditions found with the pulse generator. The lead performed as expected and the cause of the high impedance could not be determined. There were set screw marks indicating that at one time, the device formed a good mechanical connection. Continuity checks of the returned lead portions were performed and no discontinuities were identified. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No additional information is available.

Event description:
It was reported that the patient had high impedance at their appointment. Programming history was reviewed for the generator. No anomalies were seen. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.